Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by cannon healthcare solutions USA. (B)(4). The service engineer uploaded the system logs. He suggested that the customer upgrade the software to version 1.40.0 to resolve the issue with the exposure length. The unit needed a generator software upgrade as well in order to support version 1.40 and the stitching function. MFR cross-reference #: (B)(4).

Event description:
The customer reported that five error messages displayed on the system. The error messages were related to the image length time (1 to 3 second exposure). The images would have been lost before they were transferred to pacs. It is possible that the images were retaken, resulting in unintended radiation exposure.